Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and the ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned with five bands attached, some of them were moved and overlapped. Some of the bands were torn. The suture thread was fully unfolded from the ligator housing, and the ligator housing still had five bands attached. The suture thread was in good condition and contained the seven knots. The handle slot had the trip wire inserted. The suture hole of the ligator housing was in good condition. The ligator housing teeth were found bent/damaged. The returned irrigation tube was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the suture thread was fully unfolded from the ligator housing, and the ligator housing still had five bands attached. Some bands were moved, overlapped, and some of the bands were torn. This suggests that the device could not deploy the bands. It was also found that the ligator housing teeth were bent, which suggests that there was an incorrect application of tension to the suture thread at the time of deployment, which caused the movement and overlapping of the bands, twisting them, even tearing them. It is possible that the technique used or the patient's anatomical conditions could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure. Block h11 (correction): block g1 (MFR site address 1, MFR site city, MFR site state, MFR site zip/postal code, MFR site country, MFR contact city, MFR contact state, MFR contact zip/postal code) have been updated.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation procedure performed on (B)(6) 2023. During the procedure, the bands were adhered to one another. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation procedure performed on (B)(6) 2023. During the procedure, the bands were adhered to one another. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.